Manufacturer narrative:
(B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Complaint found in maude database reports: "leaking at the connection point between the hub and cannula."

Manufacturer narrative:
Qn# (B)(4). The MDR report key/report number is (B)(4). The MDR text key is (B)(4).

Event description:
Complaint found in maude database reports: "leaking at the connection point between the hub and cannula."